Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was selected for implant using an unknown sized amplatzer amulet sheath. No pericardial effusion was noted prior to procedure. The transseptal puncture was inferior-mid. Heparin was administered during implant. The amulet was implanted in the morning with no reported implant complications. Later in the night on the same day, pericardial effusion was observed in the left atrial appendage; cardiac tamponade was also confirmed. The patient was treated with cardiac surgery. The patient was reported to be recovering.

Manufacturer narrative:
It was reported that pericardial effusion and cardiac tamponade were observed in the left atrial appendage on the same day of amulet device implant. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the limited information received, the cause of the reported pericardial effusion could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the patient was treated with cardiac surgery. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a